Event description:
It was reported that the y-site separated during patient use on the medicine/transplant unit. Tpn was leaking onto the bed, and blood was coming out of the patient's central line. The patient's blood glucose dropped to 30 and a bolus of d10 was given. Tpn/il thrown away and d10 was started as bolus. The patient was given "special fluids".

Manufacturer narrative:
The customer¿s report that the y-site (parallel connector) separated was confirmed. The separation was observed at the expected engagement between the exit port of the parallel connector and expected smallbore tubing components. The expected components below the parallel connector were not received for further evaluation. The root cause has not been definitively identified, however further analysis of this issue noted there may be mechanical interference between the engagement of the parallel connector and tubing components, even though they are within specification. If the engagement was very tight/compact, it could push the solvent away instead of letting it react inside the bond pocket.

Event description:
It was reported that the y-site separated during patient use on the medicine transplant unit. Tpn was leaking onto the bed, and blood was coming out of the patient's central line. The patient's blood glucose dropped to 30 and a bolus of d10 was given. Tpn/il thrown away and was started as bolus. The patient was given "special fluids". There was no lasting harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the y-site broke during patient use.